Event description:
In this event it is reported that a reciproc files 6x file broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Manufacturer narrative:
Investigation results: no investigation possible, as no product and no lot was provided. Therefore, the final root cause cannot be determined. The complaint is registered and we will monitor the trend. General note: all complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.